Event description:
The customer's diabetes educator reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was not reported. Troubleshooting was performed and the programming was correct. It was found that the infusion set may not have been right for the customer's body type. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.